Manufacturer narrative:
The service evaluation could not confirm/duplicate the customer¿s reported problem as the image functioned appropriately. However, the cable unit was found physically damaged. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available this medical device report will be supplemented accordingly.

Event description:
Olympus (osh) was informed that the customer visera elite video system center ¿image flashes¿. The reported problem was found during reprocessing. There was no delay, and the scheduled procedure was completed using the same device. No death, injury or harm was reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections h4, h6, and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, the intermittent image was not duplicated but a damaged cable was confirmed, so the phenomenon seems to have occurred due to a damaged cable causing temporary influence on the image transmission. The definitive root cause of the damaged cable could not be determined. The event can be prevented by following the instructions for use which state: ¿do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged.¿ olympus will continue to monitor field performance for this device.